Event description:
It was reported that fluoroscopy showed subclavian crush and the lead completely fractured in half. There was also a report of the lead not being able to pace, having high/unstable thresholds, and high impedance. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.